Event description:
Adverse event due to required intervention.

Manufacturer narrative:
(B)(4). Additional information has been requested. No investigation could be performed, no conclusion drawn, as no device was returned.